Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported bottom tooth is still loose and is especially wiggly in the morning after taking off the aligners. When drinking of water in the morning patient feels the tooth is shifting and popping back out of place when purse their lips together around a straw.